Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident and current blood glucose 237 mg/dl. The customer was treated manually and with pump. The customer had symptoms such as abdominal pain and difficulty breathing. The insulin pump will not be returned for analysis.